Event description:
The pt received the scs system in 2002 (exact implant date unknown). It was reported the pt was no longer receiving stimulation. The pt advised that he lost stimulation approx two years ago. Intraoperative testing revealed the leads functioned properly and were subsequently left implanted. The ipg was removed and replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.